Event description:
This device was implanted on (B)(6) 2011 and was explanted on (B)(6) 2017 during a procedure when the ventricular lead was repositioned due to high impedance issue. The physician was dr. (B)(6) at (B)(6) general hospital in (B)(6), canada. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).